Event description:
It was reported that there was noted undersensing on the episodes of the implantable cardiac monitor. The device was reprogrammed. Undersensing was noted again after the reprogramming. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).